Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A review of the device history record. Device history lot, part: 03.807.358, serial: (B)(4), manufacturing site: oberdorf (pt&c), release to warehouse date: 26.may.2016. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Investigation summary background: it was reported on september 24, 2019, during evaluation at service and repair, the large torque limiting handle has failed in calibration. There was no patient involvement. This complaint involves one (1) device investigation flow: device interaction/ functional visual inspection: the xrl large torque limiting handle (p/n: 03.807.358, lot # 1096) was returned and received. Upon visual inspection, it was observed that the etch on the device was starting to fade. Rest of the device showed no signs of damage. Functional test: functional test was performed on the returned device at service and repair. Service & repair evaluation: during service and repair evaluation, the repair technician reported the device failed in calibration. Torque test failed low is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint device failed low in calibration test. Document/specification review: based on the date of manufacture the following drawings, reflecting the current and manufactured revision were reviewed. The device received failed in calibration testing. Hence, confirming the allegation. Investigation conclusion: the complaint condition is confirmed as the xrl large torque limiting handle (p/n: 03.807.358, lot # 1096) failed low in calibration test. There is no indication that a design or manufacturing issue has caused the failure and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during evaluation at service and repair, the large torque limiting handle has failed in calibration. There was no patient involvement. This report is for one (1) xrl large torque limiting handle. This is report 1 of 1 for (B)(4).